Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established additional information: imdrf annex a,g,b,c and d codes a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an issue regarding the epidural administration ("mixture of 1mg ropivacaine with 2mcg fentanyl diluted in 100ml") through the alaris pump. It was noted that an epidural bag was started on (B)(6)2022 at 2110 at a rate of 14ml/hr. On (B)(6)2022 at 0117, the bag was found empty, and the infusion should have been for 7 hours. There was patient involvement and although asked, the customer did not disclose the patient impact but stated that no additional intervention was performed.

Event description:
It was reported an issue regarding the epidural administration ("mixture of 1mg ropivacaine with 2mcg fentanyl diluted in 100ml") through the alaris pump. It was noted that an epidural bag was started on (B)(6) 2022 at 2110 at a rate of 14ml/hr. On (B)(6) 2022 at 0117, the bag was found empty, and the infusion should have been for 7 hours. There was patient involvement and although asked, the customer did not disclose the patient impact but stated that no additional intervention was performed.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.